Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when an asymptomatic patient presented for a two-week check following implant, a drop in r-waves and loss of capture were observed. A lead revision was scheduled. During the procedure, the physician determined the lead was likely perforated. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.